Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information received: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? No. How was the leak controlled? Hand sown laparoscopically. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, regarding the leak around the circular anastomosis, the incomplete donut was the distal one. After the rectal transection was done with the contour, during a washout, the team noticed leakage from the staple line. When the echelon was put in, there was a small split around the spike, which is thought to be an extension of the defect after the contour firing. Further assumption is that this extended and caused the donut to be incomplete. The surgery was delayed by approximately 15-20 minutes. The surgeon did a hand sown repair. Surgery was completed successfully. No patient consequence reported.